Event description:
The surgeon reported a system message displayed during oil infusion. The bss was infused instead leading to a re-detachment of the retina. The surgeon re-infused gas, and then lasered. The gas was then re-infused again. This added 45 minutes to the case.

Manufacturer narrative:
The facility did not request service for the system. No samples were returned for evaluation. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time.